Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4: batch # a98k19. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned sample determined that the el5ml device was received with no apparent damage to the external components. Upon cycling, the instrument was observed to be empty and in a locked-out condition. The instrument is designed to activate a lockout mechanism once all clips have been fired. Therefore, a potential cause of the customer-reported experience is that all available clips were fired, which resulted in activation of the lockout mechanism and prevented further firing of the instrument. To evaluate the condition of the internal components, the device was disassembled. Upon disassembly, no internal anomalies were identified. The instrument incorporates an orange indicator located on the top of the handle, which serves as a visual reference to inform the user of the number of clips remaining. In addition, photographs were provided showing two (2) malformed clips. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause the malformed clips of the reported event. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. Device history review a manufacturing record evaluation was performed for the finished device batch a98k19 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a98k19. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the prostatectomy surgery, the nurse found few clips are not in place before firing and the surgeon found some of the clips are malformed. No patient consequences were reported.